Event description:
Per communication from (B)(6) home health rn, "pt is due for inspection and did not work at this visit. I used a dial a flow for infusion." Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: vpriv soln - 4000 units. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown. Diagnosis for use: gaucher disease.